Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the pump case around the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and the functionality was impacted as the pump wont turn on due to this damage. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement test, active current measurement and self test. The pump was monitored and no unexpected powering off or blank display noted. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The pump was cut open to perform visual inspection and moisture damage was found on the battery tube assembly during visual inspection. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, missing display window cover, cracked case (corner of belt clip rails), serial number label missing, cracked retainer and battery tube threads cracked. In summary, customer alleged blank display not confirmed. Expose to moisture on battery tube assembly noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.